Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, crossing difficulties were encountered. The 99% stenosed lesion being treated was located in the severely tortuous and calcified distal right coronary artery (rca). The 4.0x16mm liberte bare metal stent was advanced to the target lesion but did not cross. The procedure was completed using another 4.0x16mm liberte. There were no patient complications and the patient condition was listed as good. However, analysis revealed that the stent moved on the balloon.

Manufacturer narrative:
(B)(4): an examination of the crimped stent on the delivery balloon found that the stent was free moving on the balloon. There were so visible signs of damage to the actual stent. No issues existed with the tip section of this device and there were no kinks noted along the length of the shaft. A 0.015 inch size product mandrel was inserted through the tip and wire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)